Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were non-sustained right ventricular oversensing (nsrvo) episodes noted on the device due to post paced t-wave oversensing (pptwos). Reprogramming changes were recommended and will be carried out at the next follow-up appointment. The patient was stable with no consequences.